Manufacturer narrative:
Patient age: the exact age of the patient is unknown, however, the patient was reported to be over 18. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. Reported event of stent kinked. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advanix¿ biliary stent was used in an endoscopic retrograde cholangiopancreatography (ercp) performed on (B)(6) 2015. According to the complainant, during the procedure, the physician was loading the stent onto the guide catheter, when the stent bent/crimped at its pigtail section. This created too much friction on the delivery catheter, so another advanix¿ biliary stent was used to successfully complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine."